Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had morphine floating in a pool in her stomach. The patient was seeking a physician to manage her care. The pump was delivering morphine.